Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for postlaminectomy pain. Health care professional reported the patient was going to have an MRI (lumbar/thoracic scan) that was unrelated to their device. It was reported that the battery was dead and off. The event date was unknown. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.